Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (756 mg/dl). While in the ER, the customer was treated with intravenous saline and insulin. The customer was released from the emergency room the following day with no permanent damage. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.